Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Voltage test passed. Perform pairing test with nordic bluetooth device and device passed. Tested on global transmitter final functional tester: passed. Performed share log review and a loss of connection was found in log. The reported event of loss of connection was confirmed. The root cause of loss of connection could not be determined